Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. A visual inspection of the returned cycler exterior showed no sign of physical damage. Powered up cycler, the screen is blank. Determined the inverter board was faulty. Burnt coil. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom ¿blank screen¿ was confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient stated that the cycler had a blank screen on power up. Patient completed his treatment on the cycler last night. Technical supported attempted to troubleshoot but the screen remains blank. Additional information was solicited. The liberty cycler was replaced.